Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42, related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. The issue was resolved by technical support, who provided the caller with complete pump reset information and guided them through the process. After the reset, the pump did not display the error code again, and the caller successfully started their sensor session.